Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an issue with a deep brain stimulation implantable pulse generator (ipg) implanted in the chest. The patient experienced sensations of heat and electricity, along with a painful sensation, occurring at night and waking them at 4-5 in the morning. This issue began about a week and a half ago, with no falls or trauma reported. Assistance was provided to check the device using the patient programmer, which appeared normal. Troubleshooting was performed using the patient programmer, and the device appeared normal. The patient was advised to consult their healthcare provider for further evaluation and had an appointment scheduled for later in the month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there was no apparent cause for the reported symptoms. The neurosurgeon saw the patient, the device was working and charging appropriately. They discussed possible ins replacement or removal if symptoms persist. The patient opted to monitor and let the office know if they would like intervention in the future. The patient has not yet informed the office if they still have these symptoms or if they resolved.